Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06187. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic relaxation, 3rd degree cystocele, 2nd vaginal vault prolapse with stress urinary incontinence. It was reported that the patient underwent the concurrent procedures of anterior and posterior repair during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2009.